Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed and replicated. In artemis, the 32056-error coupled along with a 2300 error was found indicating a i2c device error on the axes controller, arm (aca) and a pot overtravel limit error on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the 32056 error was triggered, replicating the reported event. The unit was then installed onto an in-house patient side cart fixture test platform (pftp) where automatic gain control (agc) current was found to be failing on the pitch axis and sensor check was found to be failing on the yaw and pitch axis. Golden pitch and yaw searchlight printed circuit assemblies (pcas) were installed and the unit passed the required test, verifying that the pitch and yaw searchlight pcas to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight pca and pitch searchlight pca were found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, recoverable faults repeatedly occurred on arm 4 during setup. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer power cycled, and hard power cycled the patient side cart (psc), but the errors persisted. Tse verified the presence of the errors in the logs and inquired if an alternative patient cart could be used or if it was feasible to proceed with only three arms. The customer confirmed that three arms were required, and no spare patient cart was available. No further immediate troubleshooting steps could be provided. Isi field service engineer (fse) was dispatched to site to further troubleshoot. There were no reports of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.